Event description:
A healthcare professional (hcp) reported through a manufacturer representative that low impedances were measured on electrodes 0 and 1. The issue resulted in shocking and jolting. Lead replacement was performed and the issue was resolved. While a ¿broken lead¿ was initially noted, additional follow-up indicated that it was unknown whether the lead was actually ¿broken.¿ the lead was replaced, and the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, implanted: on (B)(6) 2021, explanted: on (B)(6) 2025, product type: lead, ubd: 19-dec-2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Device analysis for lead unknown revealed no significant anomaly. The outer insulation was separated in the body of the lead; consistent with explant damage. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.